Manufacturer narrative:
The pump was received with missing retainer and missing reservoir tube o-ring. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. The pump also received with scratched case, stained serial number label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 528 mg/dl treated with the insulin pump. The customer was also reported that the insulin pump received power error within a week of troubleshoot previous occurrence. The customer declined troubleshoot for high blood glucose. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.